Event description:
A 20 gauge arterial line placed by the anesthesiology. The catheter broke on removal and was retained in the patient requiring invasive procedure for removal or retained body in left radial artery five days after it was initially placed.